Event description:
It was reported that pump displayed recurring malfunction alarm code 12 without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.